Manufacturer narrative:
The fse confirmed the leak from partially plugged tubing at vl53b and a faulty sheath tank. The fse replaced the tubing at vl53b and the sheath tank resolving the leak. (B)(4).

Event description:
The customer reported approximately 5 mls of what appeared to be clenz leaked from the back of the coulter lh 780 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.